Event description:
The patient reported experiencing discomfort in the right eye, shortly after inserting a new contact lens. The patient reported that, the lens in question was removed immediately. The patient stated that, the discomfort in the right eye continued, resulting in the patient presenting to a local emergency room, where the patient was diagnosed with a corneal ulcer. The patient was referred to an ophthalmologist for treatment. Treating ophthalmologist reported that, the patient initially presented in 2007, as an emergency room referral. Ophthalmologist noted a "corneal abscess along the periphery of the cornea of the right eye. The patient was instructed to discontinue contact lens wear and treated with zymar drops q1 hr and tapered to q2 hrs." The ophthalmologist stated that, the patient resumed contact lens wear within several weeks without event. The patient returned two months later, with the complaint of pain in the right eye. The ophthalmologist noted a peripheral corneal infiltrate in same location of the abscess. The patient was instructed to discontinue contact lens wear and returned to zymar drops. Follow up visit the following month noted, "improving, continue use of the drops and discontinuation of wearing contact lenses." Ophthalmologist stated that, the patient never returned for follow up, no further information is available. The product was not available for return for evaluation; the patient discarded the product in question. A review of the lot history indicated no abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Review of worldwide complaint data base revealed no other complaints for this lot number. No additional information is expected to be received from the patient or treating ophthalmologist.

Manufacturer narrative:
No conclusion can be drawn.